Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector assembly. Analysis also noted that the lower case was broken and the device power up to an error code during testing. The main printed circuit board (pcb) was electrically out of specification. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Powered on to an 810 error. Ran the main board on the automated test console. Failed multiple tests. Cleared the logs. Ran the main board on the automated test console. Passed all tests. Reviewed the logs, no errors. Conclusion: confirmed report of error 810. Failure data stored in the out of service log. If information is provided in the future, a supplemental report will be issued.